Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal rca. The physician predilated the lesion with a maverick2 monorail 20/3.75 balloon, then placed a nir 12/4.0 stent. The quantum maverick monorail balloon catheter was being used for postdilatation of the nir stent at the time of the rupture. The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.